Event description:
It was reported that balloon pinhole occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During inflation, the balloon did not inflate at all and a pinhole in the balloon material was noted. The balloon was removed as it is and the procedure was completed. There were no patient complications as a result of this event.